Event description:
A malfunction alarm with code malf 12 was reported, though no notable events preceded it. There was no adverse impact on the customer¿s blood glucose level. The customer was advised on how to reset the pump, but since they were not at home, they planned to call back if further issues arose.